Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d4 - lot#: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product lot number was not provided. Section e1 - telephone number: (B)(6). PMA/510(k) number - since product is unknown the PMA/510k cannot be determined. Section h3 - other (81): the laminar phaco tip was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product lot number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post op exam a patient presented with a metal fragment on the iris after cataract surgery. As per the customer this fragment is certainly a phaco tip fragment. The account also reported the patient was operated at the medipole clinic, so it's either one of the these two different phaco models: opor3020l or opor3021r. No further detail was provided.